Event description:
It was reported that the patient presented with their right atrial (ra) lead dislodged. The dislodgement resulted in decreased atrial sensing and loss of atrial capture. The ra lead dislodgement was confirmed via chest x-ray. Therefore, the physician elected to explant and replace the ra lead on (B)(6) 2022. The patient condition was stable throughout.

Manufacturer narrative:
The reported events were for lead dislodgement, decreased atrial sensing, and loss of atrial capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found the retracted helix clogged with blood. After cleaning and applying torque directly to the connector pin, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events for decreased atrial sensing and loss of atrial capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.